Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2009, product type: extension; product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins). The patient hit their head on a shelf in (B)(6) 2018 which caused electric shocks to discharge intermittently. It was also noted the patient had a headache. Diagnostic methods included neurosurgeon examination on (B)(6) 2018, which revealed no inflammation and no edema. Additional diagnostics included device interrogation on (B)(6) 2018 which revealed no abnormalities. The clinical diagnosis was electric shocking sensation on the connector. Interventions included introduction of topalgic on (B)(6) 2018. The event resulted in unscheduled office visit, and was resolved without sequelae. The etiology was stated to be possibly related to device/therapy. No further complications were reported/anticipated.